Event description:
A customer observed biased glu results on the dt60 analyzer on pt samples. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the results obtained did not match results from an alternate facility. Qc results were within expected intervals. Maintenance procedures are up to date, and the calibration results are typical. A precision test gave acceptable results. Other samples tested between the samples in question gave expected results, ruling out a tracking error. Sample processing protocols were verified. The root cause of the event was not determined.